Event description:
A remstar plus c-flex device was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician visually inspected the device and found evidence of foam particles or degradation inside the blower kit. Additionally, the device had dust contamination and displayed error code e066 (stuck encoder b). The device was scrapped by the service center after the evaluation was completed.